Event description:
An IV infusion of 25,000 u of heparin in 250cc of d5w, that was attached to co's IV pump, infused into a pt in approx 3 hrs. The pump was set to infuse at 8ml/hr. One hr after the event, the pt suffered a cardiac arrest and died. Prior to the arrest, she had been following commands. There is a question that the pt had extended a cerebral bleed as a result of the heparin overinfusion. The ptt was greater than 180 seconds. Protamine was given to reverse the heparin. Pt had been bleeding from ng tube prior to this event.